Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 3mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for dilatation. However, during the second inflation within the rated pressure for 60 seconds, the balloon ruptured. The device was completely removed from the patient and despite it rupturing, the procedure was completed. No patient complications were reported.